Event description:
It was reported that during a da vinci surgical procedure, the maryland bipolar forceps instrument would not move. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch cable was broken at the proximal clevis hub. The broken strands stuck out at the wrist. No other damage or wear marks were observed on the clevis. The other cables at the wrist were intact and undamaged. The reported complaint that the instrument would not move does not itself constitute a reportable event. Recurrence of the alleged failure mode is not expected to likely cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the broken pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the malfunction were to recur.